Manufacturer narrative:
Device evaluation details: the device evaluation was completed on 5/13/2019. The device was visually inspected and reddish material was observed inside the pebax with no internal parts exposed. An irrigation test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage. Two holes were observed on the pebax surface. It is possible that damage was caused by an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer ref # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified mechanical damage and two holes on the surface of the pebax. It was initially reported by the customer that the thermocool® smart touch¿ bi-directional navigation catheter was not irrigating correctly. After starting the first ablation pass the temperature was high. The thermocool® smart touch¿ bi-directional navigation catheter was replaced but the issue persisted. The customer checked the smartablate¿ system irrigation pump and was noticed that the pump¿s high-flow was not working properly. The smartablate¿ system irrigation pump was replaced with one from another room and the issue resolved. The high flow activation problem has been assessed as an MDR reportable malfunction against the smartablate¿ system irrigation pump and MDR # 2029046-2019-02974 has been submitted to FDA for that malfunction. On 4/16/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified, ¿reddish material in the pebax sleeve. No internal parts exposed.¿ these findings were reviewed and assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 5/8/2019, during further evaluation of the returned thermocool® smart touch¿ bi-directional navigation catheter, the biosense webster¿s product analysis lab performed a scanning electron microscope (sem) analysis and found mechanical damage and two holes on the surface of the pebax. The findings have been reviewed and determined the ¿holes on the surface of the pebax¿ is an MDR reportable malfunction.